Manufacturer narrative:
There was no information available regarding the date of event.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient¿s device was set to 4.5 volts and ¿that¿s what killed it¿ as it only had 2000 hours on it when it was replaced. The patient did not know how long the stimulator was in her body after it died. The device started at 1 v and patient could not feel stimulation so stim was increased to 4.5 v at which patient felt it and the setting stayed there. No further complications were reported or are anticipated.